Event description:
In 2008 - hospital engineering requested troubleshooting and repair of beds in storage room. While troubleshooting bed, I discovered the topper foam was sunken in. I then discovered blood stain on shear liner and topper foam. On approx one month later - sum - replaced topper foam and shear liner to correct sinking topper foam and blood stained shear liner. Performed function check, problem resolved.